Manufacturer narrative:
The autopulse platform was returned to zoll on 11/30/2016 for investigation. The customer's reported complaint of error message (user advisory) ua20 was confirmed during functional test and archive review. The probable root cause of the failure was due to shaft being out of home position and once it was rotated back to home position, the ua20 was able to be cleared. When the functional test was performed, the "ua20" message (the drive shaft is not within the specified range of positions) appeared upon power up. The drive shaft was rotated back to home position to remediate the reported complaint. Review of the archive data showed numerous "ua20" and "ua45" messages on (B)(6) 2016 however, on (B)(6) 2016, archive showed the autopulse performed 760 compressions without any issues. During the visual inspection, it was found out that the front enclosure of the platform is cracked with sticky clutch. The autopulse is a resuscitation device and was manufactured on 10/01/2007 therefore this type of damages can occur due to normal wear and tear of the device and is unrelated to the reported complaint. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform was functional without issue. The front enclosure was replaced and the clutch plate deburring was performed to solved the sticky clutch. After the repair , the autopulse passed the 15 minutes run in test with lrtf (large resuscitation test fixture). Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse device displayed a user advisory (ua)20 (position out of range) message. Customer reported that the reported device shows up the ua20 message on start up and happened during shift check and no patient involvement reported.